Manufacturer narrative:
Investigation is still ongoing. The type of thv valve is unknown; however, the possible PMA numbers p140031 associated with an edwards sapien 3 transcatheter heart valve.

Event description:
As reported, post implantation of a sapien 3 valve in the aortic position the patient was presented with regurgitation and leaflet thrombosis. The patient was treated with a valve-in-valve with a 26mm sapien 3 ultra valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to device information received. Section d1, d4, d6, e1, e3 , h4 and health effect - clinical code has been updated.